Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years of post-deployment, computed tomography of abdomen and pelvis was revealed that an inferior vena cava filter was noted with rightward tilt and legs protruded outside the wall of the inferior vena cava without regional hematoma. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated into the ivc with struts perforating the aortic wall and duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.